Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used on the epidermis. On (B)(6) 2011, a wound dehiscence on the patient & apos;s back was found. The patient underwent reoperation (B)(6) 2011 and an alternative suture was used. The current status of the patient is stable.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00936. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The procedure was a tumor excision of the skin. The suture tore through the tissue at the dermis causing the wound dehiscence. All of the suture knots were intact.